Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotawire ic. The rota device used in the procedure was returned with the returned rotawire. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device found a kink at 147.5cm from the proximal end of the rotawire. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be removed with resistance, but was not able to be reinserted due to the kink in the rotawire. Product analysis confirmed the reported event, as the returned rotawire was able to be removed with resistance but was not able to be reinserted due to the kink in the rotawire.

Event description:
It was reported that the guidewire was stuck in the burr. A 1.25 mm rotapro and rotawire and wireclip torquer were selected for use. After regular flushing, a hole was noted in the sheath. Liquid was leaking through the orifice of the pierced sheath. The guidewire became stuck in the burr forcing complete withdrawal. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that the guidewire was stuck in the burr. A 1.25 mm rotapro and rotawire and wireclip torquer were selected for use. After regular flushing, a hole was noted in the sheath. Liquid was leaking through the orifice of the pierced sheath. The guidewire became stuck in the burr forcing complete withdrawal. The procedure was completed with another of the same device. No patient complications were reported.